Event description:
It was reported that patient presented in clinic after experienced multiple inappropriate shocks due to noise from electromagnetic interference exhibited on the right ventricular lead and implantable cardioverter defibrillator. The noise could not be reproducible. Upon interrogation, all other electrical values were normal and in range, the noise was sensed on 2 separate days and resulted in inappropriate shock. No interventions were performed.